Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient passed out and the spouse called 911. The patient could not recall cgm reading, alerts, or alarms at the time of the event. The patient alleged she did not get the right readings from her device. Emergency medical service treated the patient with carbohydrates, and she recovered after treatment. At some point during the event, the bg was 44 mg/dl. There was no documentation of additional medical intervention or evaluation. At the time of the report, the patient was feeling ok. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.